Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states, pt reports ins battery has been dead for 2 years. And is going to be replaced. Caller is unable to confirm, normal, expected eos. Pt stated, "it never really worked properly and stopped working 2 years ago". Caller was not with pt at time of call for more info. Caller states, the pt said, the ins won't take a charge and is dead. Pt does not have the programmer with.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller is requesting the MRI eligibility form email to him. Caller reports patient indicated her device has not been working for a few years, eos. Caller reports he received the email on august 12.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that they had a fall like 2 months ago and they are still trying to get an MRI because they think they hurt a disc in their back. They are in a ton of pain and can't stand more than a few minutes or sit very long and that they are bedridden. In the past 2 years, their unit has not been working. They tried in the past 2 years to have a rep assist them and meet at their doctors office to try and get the unit to work but no rep has ever come to assist. They were told by the rep that the doctor needs to call and when the doctor does call to have a rep come into their office all the rep tells the patient is that they need to have their implant replaced. Patient stated that they were given an MRI form so that their doctor can fill it out but their doctor will not fill the form out as they have not seen or worked with the patient since implant date. Patient tried to charge their implant but just get error codes and are unsuccessful and that is why they haven't used the unit in 2 years. They desperately need the MRI because they need to know what is wrong with their thoracic and lumbar area; patient added that they are getting spasms for 3 months now. They are in pain daily and take muscle relaxers and are on chronic pain medicine to help with all their pain. They are upset about the MRI and are demanding a rep assist them; patient added they are in utter pain 24/7. They haven't had to call patient services in a long time except when the implant stopped working 2-3 years ago; patient said that they were calling a neurosurgeon to get the implant replaced in the last 6 months but due to their current injury have had to put the surgery off. They cannot bend without shooting pain and throwing themselves on the ground currently. Agent attempted to review that the implant is dead with patient.